Event description:
A customer reported experiencing a past low blood glucose event with a recorded level of 47 mg/dl. Cause was not known. The customer consumed carbohydrates to address the low blood glucose level and was advised by technical support to consult with a healthcare professional to discuss factors that may be affecting blood glucose levels. The customer understood and acknowledged this recommendation.